Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that there was not an infection.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1g3ab, implanted: (B)(6) 2017, product type lead; product ID: 3387s-40, lot# va1fuql, implanted: (B)(6) 2017, product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient had an infection. An MRI was ordered related to the infection. The patient had a left cranial wound washout and re-closure on (B)(6), but it wasn¿t known when the infection was first discovered. The physician sent swabs for culture and sensitivity. The patient was implanted for essential tremor and movement disorders.